Event description:
It was reported before using bd preset¿ arterial blood collection syringe that the rubber plug was damaged. The following information was provided by the initial reporter: it was found that the rubber plug was damaged during the preparation of the material (B)(4).

Manufacturer narrative:
Investigation summary: bd has not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and the issue relating to deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode deformed plunger stopper, bd has initiated further root cause investigation relating to the issue of deformed plunger stopper through corrective and preventive actions.